Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported surgeon console (sc). Evaluation of the field service notes indicates that the field service engineer (fse) was able to reproduce the reported issue with the trigger button of the right input device on the surgeon console. The right input device was replaced to resolve the issue. Evaluation of the device data does not show any long press duration for the right input device. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the robotic laparoscopic partial nephrectomy procedure, the trigger button of the right input device on the surgeon console remained stuck, making it difficult to control the instrument. There was approximately 20 minutes of delay due to the reported issue of stuck trigger button. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic partial nephrectomy procedure, the trigger button of the right input device on the surgeon console remained stuck, making it difficult to control the instrument. There was approximately 20 minutes of delay due to the reported issue. There was no patient injury.